Event description:
The customer contact reported a charred power cord. The device was returned to the biomedical dept with an unsigned note that stated, "frayed cord, beeps low battery even when plugged in." No tracking info was provided; therefore, specific pt info, pump programming or event details were not available. During a visual inspection at the user facility, it was noted that the ac power cord was charred and exposed wires were noted where the ac power cord exits the back of the device. There were no reported adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.